Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial results were: sodium: 155 mmol/l potassium: 4.55 mmol/l chloride: 116.4 mmol/l the tech released the results outside of the laboratory. The physician questioned the results and requested a rerun. The sample was repeated and the results were: sodium: 136 mmol/l potassium: 3.98 mmol/l chloride: 99.4 mmol/l the repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration date were not provided. The field service representative could not find a problem with the analyzer and stated there was possibly a sample related problem such as fibrin or a bubble. He did find the ise probe was slightly out of alignment. He performed ise probe adjustments, mechanism checks, ise checks, ise precision and ise qc with success. He verified proper working order.

Manufacturer narrative:
The investigation could not determine a specific root cause. As only one sample was affected a systematic error could be excluded. The fact that all ise parameters were similarly affected suggests that the most probable root cause was an issue with the preanalytic handling of the sample.